Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to unknown reason. The previous pump was removed and replaced with a new ipp pump. No information about the patient outcome was provided. No more information is available at the moment. Additional information received. The pump was replaced due to it remained flat when the patient tried to inflate. The pump collapsed shortly after initial implantation. The patient had a good outcome.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. Visual inspection and functional testing of the ams 700 momentary squeeze (ms) pump could not confirm the reported allegation of pump malfunction. The pump performed within specifications in all tests. Product analysis therefore could not confirm pump malfunction as the probable cause of the event, as it performed within specification. The product record review confirmed the reported events of pump malfunction do not represent an unanticipated event. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and performed within specification. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to unknown reason. The previous pump was removed and replaced with a new ipp pump. No information about the patient outcome was provided. No more information is available at the moment. Additional information received. The pump was replaced due to it remained flat when the patient tried to inflate. The pump collapsed shortly after initial implantation. The patient had a good outcome.